Event description:
It was reported that during the implant procedure, the screw mechanism malfunctioned. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) while turning the is-1 pin, torque transfers to the helix without difficulty. The helix is stretched out of specification. Analysis of the returned lead found no anomalies. It was noted that the defib conductor is distorted, the helix/lobe is distorted and there is blood in/on the helix/lobe mechanism. Damaged at implant.